Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was a broken tip and dilator broken issue which occurred. A brand new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was taken out of the packaging and there was no hole in the dilator. They reported that upon inspection, there was a very tiny hole or perforation, but there was no way the dilator could fit. To troubleshoot, they replaced the sheath with another competitor. The issue was resolved and the procedure was continued. There was no patient consequence reported. Additional information was received. It was confirmed that it was the dilator that had the "very tiny perforation". Tip of dilator was broken off. Looked like sheath material was causing the obstruction. The investigation was completed on 12-apr-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation test of the returned device was performed following bwi procedures. Visual analysis revealed that the tip of the dilator was presumably cut. For this reason, a scanning electron microscopy (sem) analysis was performed and it revealed evidence of mechanical damage and stress marks on the dilator. This failure observed could be related to the manipulation of a cutting tool on the tip of the dilator. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was a broken tip and dilator broken issue which occurred. A brand new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was taken out of the packaging and there was no hole in the dilator. They reported that upon inspection, there was a very tiny hole or perforation, but there was no way the dilator could fit. To troubleshoot, they replaced the sheath with another competitor. The issue was resolved and the procedure was continued. There was no patient consequence reported. Additional information was received. It was confirmed that it was the dilator that had the "very tiny perforation". Tip of dilator was broken off. Looked like sheath material was causing the obstruction. No picture available. The obstructed dilator issue was assessed as not MDR reportable. Since the dilator does not allow another device to be introduced, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The tiny perforation on the dilator was assessed as MDR reportable for a dilator broken issue. The tip of the dilator was broken off was assessed as MDR reportable for a broken tip issue.